Event description:
It is reported that the patient received recall notification. The patient has experienced constant pain in the middle of the thigh when walking since receiving the implant. He also has joint pain and soreness in the hip joint after extended activity, and weakness in the outer thigh muscle. The patient is waiting for results of an MRI and blood test.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.